Event description:
It was reported that the customer passed away due to a massive stroke. It was stated that the customer was not wearing the insulin pump at time of death. The caller stated that there is a reservoir and infusion set in the insulin pump, and she is willing to return them back. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. MFR report 1 of 2, medwatch report # 3004209178-2012-85638. MFR report 2 of 2, medwatch report # 2032227-2011-04869.